Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the lead exhibited noise. Patient was asymptomatic. Lead was successfully explanted and replaced. The patient was in good condition following the procedure.